Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 28, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 28th jan 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. A sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor further investigation. The user's transmitter was also replaced for the purposes of upgrading the firmware, since the user did not have a computer to complete an upgrade. Sensor and transmitter were returned from the field and in-house testing showed no malfunction with either device. Review of in vivo raw data showed depressed signal and reference channels since insertion on (B)(6) 2025. This is potentially due to coagulated blood from the insertion process interfering with the interface of the hydrogel, leading to inaccurate sensor glucose readings. As part of resolution, a sensor and transmitter replacement was offered to the user. B4. Date of this report 25 april 2025. D9 device available for evaluation? Yes, on 25 march 2025. G3. Date received by the manufacturer? 25 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.